Event description:
The reporter claimed that the subject pump began to heat up when the battery was changed. During troubleshooting, the animas representative noted there burn marks around the outside of the screen. The battery cap was secured. There was no damage to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
(B)(4):the pump will not power on. There is visible moisture in the display. Leak testing revealed a keypad leak. Investigation revealed that the keypad rubber is torn across the ok keypad button. The pump casing was removed, and corrosion and moisture was seen on the pump's internal surfaces. Investigation could not be adequately completed due to the pump not having power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.